Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation could not be confirmed. During the device evaluation it was observed that there was no image and a scope error message. The error message disappeared after the device was dried. The repair was cancelled and the device was returned to the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed a scope error (e315) message. The reported issue occurred during preparation of use for an therapeutic gastroscopy procedure. The procedure was subsequently completed with a similar device. There was no delay in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The evaluation of the device has been completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. No abnormality in the image was found after drying the subject device. Following this conclusion, a definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the malfunction was caused from the inside of the device getting wet due to handling, leading to an abnormality of the electrical parts, causing an error message to display. The user has been informed to follow the instructions for use (IFU reprocessing manual) to prevent this reoccurrence. The following feedback was provided: 1) when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. 2) do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor the field performance of this device.